Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the device ran in off mode, would not run in reverse, and failed pretest for functional test and function test forward/reverse. Furthermore, it was determined that the electrical control unit on the device had no output voltage reverse mode. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the battery reamer device did not function in reverse. During in-house engineering evaluation, it was determined that the electronic control unit (ecu) had no output voltage in reverse mode and the unit ran in off mode. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.